Event description:
Information was received indicating that a patient forgot to change the batteries in their backup smiths medical cadd-ms 3 ambulatory infusion pump and the pump lost its programming. It was reported that the pump was not in use when the issue occurred and no patient injury was reported.